Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 4/10/2017. Device returned to manufacturer? Yes. Device evaluation: the product was received for evaluation. Only a half of the lens was received with its haptic, this condition is typically of an explanted or removed lens. The reported complaint could not be verified due to the condition of the lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: (B)(6) 1935. Device evaluation: the product was not received for evaluation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from a female patient due to a refractive error and unexpected post op refraction. There was no incision enlargement and no vitrectomy required. The lens was replaced with the same model, same size lens. However, during this replacement, the lens went into the eye upside down. This lens was removed and replaced with a non-amo device. No further information was provided. This report will capture serial number (B)(4) and a separate MDR report will be filed for the replacement lens.